Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2267 alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The technical service representative (tsr) explained the alarm to the home patient (hp). Three were no unused lines, no leaks and the hp did not disconnect. The tsr had the hp cycle the power twice and the tsr assisted to retrieve the cassette. The hp would follow up with manual supplies. The tsr advised the hp to let the nurse know about the alarm. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). The complaint for system error se 2267 (fluid and air in set) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.